Manufacturer narrative:
MDR 9618003-2019-09296/ device 3 of 6. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported off-centered starter hole issues with estimated 5-6 wafers. She had previously used product that she noted to be off-centered. Reportedly, she experienced a small laceration and minor bleeding, less than 1/8th inch, what she called a "nick" to the skin on the left side of the stoma that she attributed to the wafer being off centered. She also stated that this area was tender to the touch and it resolved after use of she used silver nitrate to treat it. She reported that she had this on hand and it was not prescribed for this event. She denied stomal injury and no additional bleeding occurred.